Manufacturer narrative:
The returned device was evaluated and investigation of the download data from the returned pod confirmed the generation of a 0x14 occlusion alarm. Inspection of the fluid path found evidence of blood, with a blood blockage in the tip of the formed needle initially preventing the flow of fluid through the fluid path. This blockage could have contributed to the generated occlusion alarm. The pod was received with evidence of blood on the soft cannula and formed needle. No damages or manufacturing deficiencies were found during inspection of the device that would contribute to bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Inspection of the soft cannula found it to be damaged, preventing fluid flow through the complete fluid path. It could not be determined when this damage occurred. Inspection of the bottom housing found the adhesive pad heat welds to be misaligned, indicating that the adhesive pad was incorrectly installed. Inspection and testing of the adhesive pad could not be conducted as the adhesive pad was not returned with the device.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours they received a occlusion alarm during a bolus. In addition the patient noticed some blood at the infusion site and cannula. The patients reported blood glucose level was 479 mg/dl.